Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in an original box with the batch number of the complaint on the label. There was no inner shipping clamshell or pouch returned. The anchor and sutures were not returned. The insertion device was returned with no visible defects. The plastic tip protector was returned. The IFU was not returned but the patient labels were returned. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of packaging procedure found that the operator must confirm the presence of seals on all edges of the pouch and verify pouch is free of pin holes, cuts and supplier seal defects. The root cause could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up or inspection, when the box of the healicoil was opened for the first time. They noticed that the product was not contained in a sealed packaging. The sterile packaging was completely missing. There was a s+n back up device available. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).